Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(6) that a basal/bolus infusor device was leaking from the connection between the device tubing and the filter of catheter (b.braun aesculap) during patient use. The device was infusing the patient with 0.55 milliliters morphine hydrochloride, 2 milliliters droperidol, and 200 milliliters 0.2% ropivacaine hydrochloride hydrate when leakage was observed. No patient injury or medical intervention was reported. No additional information is available at this time.